Event description:
The customer reported false positive architect total b-hcg results for a female with abnormal uterine bleeding. The following data was provided (reference range for architect total b-hcg: </= 5.00 miu/ml is negative, > 5.00 miu/ml and < 25.00 miu/ml is grayzone, >/= 25.00 miu/ml is positive): initial result = 40.90 miu/ml (lot 64271ud02) repeat result = 23.01 miu/ml (lot 65706ud01) the sample was retested again without high-speed centrifugation and obtained a result of < 1.2 miu/ml with reagent lot 65706ud01. Colloidal gold method result = negative. Through troubleshooting, it was recommended to the customer to test a physiological saline sample on the analzyer. The saline sample generated a result of < 1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect total b-hcg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent 64271ud02. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot and complaint issue. Customer field data was used to assess the performance of the architect total b-hcg assay using worldwide data. The review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect total b-hcg reagent lot 64271ud02 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number: 07k78-74 that has a similar product distributed in the us, list number: 07k78, with 510k/PMA/bla number: k983424.

Event description:
The customer reported false positive architect total b-hcg results for a female with abnormal uterine bleeding. The following data was provided (reference range for architect total b-hcg: </= 5.00 miu/ml is negative, > 5.00 miu/ml and < 25.00 miu/ml is grayzone, >/= 25.00 miu/ml is positive): initial result = 40.90 miu/ml (lot: 64271ud02), repeat result = 23.01 miu/ml (lot: 65706ud01). The sample was retested again without high-speed centrifugation and obtained a result of < 1.2 miu/ml with reagent lot: 65706ud01. Colloidal gold method result = negative. Through troubleshooting, it was recommended to the customer to test a physiological saline sample on the analzyer. The saline sample generated a result of < 1.2 miu/ml. There was no impact to patient management reported.